Event description:
Approximately 3-4 days after arthroscopic knee surgery (meniscal debridement and synovitis) the pt appeared in the ER with what was thought to be a wound infection. The pt exhibited what could best be described as a superficial dermal skin irritation or burn. The surgeon heavily discounted infection as the cause, however prescribed antibiotics as a precaution. The area involved was approximately 6-7cm x 3cm and encompassed both the lateral and medial portals. In the middle of the lesion was a blister about the size of a nickel. During the surgery the surgeon used an intellijet pump at 40 with a patellar pouch outflow cannula. Irrigation flow was continuous. No metal cannulas were used with the probe portals. The surgeon did not feel the central blister looked like a "thermal burn" but more like a traction blister, possibly due to the steri-tape placed at the wound site. The surgeon thought it could also be some kind of allergic reaction. The actual cause of the reaction is unknown. The surgeon reported the pt is doing fine.